Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. All operating currents are within specification. Off no power alarm functioned properly. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. The insulin pump had minor scratched display window, partially broken reservoir tube lip, cracked display window, cracked case at display window corner, cracked battery tube threads and a missing end cap sticker.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer stated that the ambulance was called. The customer reported that the insulin pump had cracks around the threads of the reservoir compartment. The customer's blood glucose was 524 mg/dl at the time of the incident. The customer's blood glucose was 341 mg/dl at the time of call. The customer stated that they felt lethargic. The customer stated that they were wearing the insulin pump at the ambulance call. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.